Event description:
Patient called lfs alleging that their one touch basic enhanced meter was prompting error 1. Patient went to the hospital for a routine blood glucose test. A 109 mg/dl was obtained on a prestige meter. No treatment was administered. The customer service rep walked patient through troubleshooting. Patient was using correct technique and the battery compartment was in good condition. Patient's meter was replaced due to the error 1 message. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.